Event description:
This lead was capped and replaced due to loss of capture. Impedance and sensing were fine. The physician thought the loss of capture was related to a cardiac surgery performed two years previous and not a lead malfunction. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.